Manufacturer narrative:
Please note the corrections to d9 and h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: "the end user reported that the legs bent during extraction.".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the end user reported that the legs bent during extraction."